Manufacturer narrative:
Reference record (B)(4).   The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient experienced drainage, redness, and tenderness at the peg insertion site. The patient was treated with oral antibiotic, keflex 500 mg every six hours.